Manufacturer narrative:
(B)(4). (B)(6). The actual device was not returned; however, a photograph of the sample was received. Visual inspection was performed and identified a cut in the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole/leak was identified in the middle of a solution infusion set during priming. There was no patient involvement. No additional information is available.